Manufacturer narrative:
(B)(4)

Event description:
The customer questioned results for 3 patients tested for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. Based on the data provided, the sodium (na) or potassium (k) results for 2 patient samples are reportable malfunctions. Patient 1 initial na result on the c501 module was 143 mmol/l. The sample was repeated on a different c501 module and the result was 134 mmol/l. Patient 2 ((B)(6)) initial k result was 5.68 mmol/l. The sample was repeated on the same c501 module and the result was 4.66 mmol/l. The repeat results were believed to be correct. No incorrect results were reported outside of the laboratory. No adverse event occurred. The na electrode lot number was d45 with an expiration date of 06-oct-2018. The k electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and no issues were identified. The customer had replaced all ise reagents prior to the service visit. After the customer replaced the reagents, there were no further issues.

Manufacturer narrative:
The root cause was determined to be a contaminated ise diluent since there were no further issues after replacing the reagents. The customer has not had any further issues since the service visit.